Event description:
Customer's wife reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose close to 700 mg/dl. Before hospitalization, customer was throwing up, was delirious, had chest pain, was very thirsty and was confused. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for three days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer was released on (B)(6) 2015 with humalog. It was advised by healthcare professional to have insulin pump replaced due to malfunction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.